Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding).') In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fibromyalgia ("type of autoimmune diagnosed: fibromyalgia"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia had resolved and the fibromyalgia, psychological trauma, fatigue, alopecia, migraine, headache and weight increased outcome was unknown. The reporter considered alopecia, fatigue, fibromyalgia, headache, menorrhagia, migraine, psychological trauma and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2010 ( discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) :bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : new events added : "menorrhagia (heavy menstrual bleeding)., type of autoimmune diagnosed: fibromyalgia.,psych injury, fatigue, hair loss, migraines, headaches, weight gain. ". Outcome of events, "menorrhagia (heavy menstrual bleeding)." Were changed to "recovered/resolved". Patient's demographics were added. Patient's information was updated. Product indication updated. Essure removal date was added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.